Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for additional lot number is as follows: medical device lot #: 0274353, medical device expiration date: 2025-09-30, device manufacture date: (B)(6) 2020. Initial reporter state: (B)(6). Investigation summary: a device history record review was completed by our quality engineer team for provided material number 305127 and lot number 0274353 and 0302454. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. It could be possible for this defect to occur while passing the needle through the stopper vial clogging the needle with the stopper vial material. There are quality controls currently in place to detect this type of defect during the production process such as a vision system that inspects 100% of all products for clogged needles. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd needle 25x1-1/2 rb the needles were clogged. This occurred with 5 needles for lot# 0274353 and 3 needles of lot# 0302454. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that the needles are clogging.